Event description:
I am a freestyle libre 3 plus user and I have noticed that for at least the last 3 months I have received low glucose reading. Since receiving safety information from walmart I am not sure if I am receiving correct readings. I check my serial number and it is included in list. Serial # (B)(6). Are these safe to continue to use or should I request a replacement.